Event description:
It was reported that during insertion of this bioscrew implant in an acl reconstruction, it broke/snapped into pieces at the distal end during final insertion with the driver. It was reported that the pieces broke in the surgical site and were successfully retrieved by using a grasper. The user reported a surgical delay without injury to the pt.

Manufacturer narrative:
Investigation findings: an evaluation of the screw could not be completed as the screw was discarded by the user facility. The instruction for use provided with this device, warn the user of the following: "improper alignment increases the risk of screw breakage"; "careful selection of screw size with respect to bone block size, shape and tunnel diameter can reduce the risk of screw breakage"; and "proper positioning of the graft and parallel placement of the guidewire prior to screw insertion reduces the risk of screw breakage." Proper preparation of the revised tunnel wall and the use of a tap can reduce the incidence of intraoperative breakage during the placement of the bioscrew in revision surgery. It was reported that the surgeon did not use a tap during this procedure, and that he is very familiar with using this implant. A two year review of the product history shows one similar reported problem. There are no reported injuries for this failure mode. Conmed linvatec will continue to monitor this product for failures.